Manufacturer narrative:
H10: the date the device was returned to the manufacturer was 9/19/2019. One (1) used list# 011-0j387-01, transpac® with 2 3 way stopcocks, 72" tubing, disposable transducer, lot# 3947945 was received for testing. The reported complaint of the tubing separation was confirmed. The probable cause of the tubing separation appears to be due to the uv adhesive at the bond between the arterial tubing and female luer was not fully cured. This defect was due to a manual manufacturing process error in ensenada. A DHR lot# 3947945 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The event involved a report against a transpac stating that the tubing came apart/unbonded where it joins the luer connector. The transducer was being used to monitor cvp (central venous pressure) and the event was noticed when the cvp monitoring was lost. The device was in use for 24 hours. There was no patient harm, the device was replaced, and therapy was resumed without any further issues.